Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right atrial (rv) lead had infection. A revision was performed and the pacemaker along with the right ventricular (rv) and right atrial (ra) leads remain in service. There were no adverse patient effects reported.